Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007. One stent was placed in the "most distal" in the distal lad. No procedure complications were reported. In 2009, the patient was experiencing angina and a functional stress test performed was positive. Angiography was performed; however, the symptoms resolved themselves one week later, with no treatment performed at this time. The next day, the patient was again experiencing ischemia, an angiography was performed, which revealed a new stenosis had developed distal to the study device. Revascularization was performed with the placement of a stent. No additional event or patient information is available.

Manufacturer narrative:
.